Manufacturer narrative:
A visual and microscopic examination identified distal and middle stent damage. The distal stent struts on rows 1 to 3 were stretched and misaligned. The middle stent struts were raised. This type of stent damage is consistent with the device encountering some form of resistance during insertion and/or withdrawal. A visual and microscopic examination identified kinks along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on 06/15/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 95% stenosed lesion was located in a mildly tortuous and severely calcified distal left anterior descending artery. The physician was unable to cross the lesion with the taxus liberte' 2.50x20mm drug eluting stent. The procedure was completed with poba. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed stent damage.